Event description:
The customer stated that she was hospitalized for low blood glucose levels between 60 and 90 mg/dl. When the customer was found, she was having seizures and biting her tongue. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume matched with the amount of insulin in the reservoir. The insulin pump passed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.